Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "after start-up; the pump shows a red screen with code 41786." Was confirmed through pump power on. The cause of the reported issue was a faulty printed wiring assembly (pwa). The pwa was replaced, and the device passed all tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿after start-up, the pump shows a red screen with code 41786¿ was confirmed through pump power on. The cause was a faulty printed wiring assembly (pwa). The pwa was replaced to correct the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after start-up, the pump shows a red screen with code 41786. The reported error code generally indicates a system fault or a problem with the main board. There was no patient involvement.